Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an unexpected pump error, a critical pump error with an open book image alarm, and the keypad of the insulin pump was not responsive. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was requested, and the customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to verify unresponsive keypad button or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm triggered by pump error 3 critical handling alarm which confirmed in the adapt tool. Pump error 3 alarm due to hardware error (line number 1541 file number 2002). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the keypad assembly, electronic assembly, motor or force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage found on the pump case. Critical pump error (open book image) alarm confirmed due to pump error 3 alarm. Pump error 3 alarm due to hardware error. Unexpected error message was confirmed. Keypad/button unresponsive/button error alarm was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.